Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device perforation remains unknown.

Event description:
This report is to advise of a punctured dilator and sheath noted during analysis.